Event description:
It was reported the patient's battery showed high impedance readings. The patient initially complained of problems coupling and recharging the device. The patient complained of needing to recharge too frequently. The battery was interrogated on (B)(6) 2012, and impedance readings of >10,000 ohms were seen on electrode 10, indicating an open circuit. This circuit was not a part of the patient's programming, and after the appointment the patient was able to recharge normally and was receiving effective stimulation. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: 39565-30 ,serial # (B)(4). Extension: model 37081-40, serial # (B)(4). Extension: model 37081-40, serial # (B)(4). Programmer: model 37744, serial # (B)(4). Recharger: model 37754, serial # (B)(4).